Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received in a deployed condition. The subject stent delivery wire (sdw) and the introducer sheath were returned. The subject stent was noted to be deformed. The middle of the stent was broken/fractured. The distal end of the stent was not returned. The sdw was kinked/bent at the distal tip. The distal coil, which is present on the distal side of the distal sdw bumper, was not welded to the bumper. The introducer sheath distal tip was noted to be damaged. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be replicated as the subject stent was returned in a deployed condition. However, the analysis results are consistent with the reported event. The returned device did not meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use. There was no damage noted to the packaging prior to opening the packaging and the device was confirmed to be in good condition prior to use on the patient. Continuous flush was set up and maintained, and the patient's anatomy was described as 'severely tortuous'. It was reported that 'the physician advanced a subject stent through microcatheter. The stent encountered significant resistance upon entering the microcatheter and could not be pushed forward any further. The physician then withdrew the stent from the microcatheter, and the stent deployed at the hub of the microcatheter. Subsequently, the physician replaced it with a new stent but encountered the same issue. This new stent also faced considerable resistance upon entering the microcatheter and could not be advanced forward. The physician then withdrew this stent as well, and it also deployed at the hub of the microcatheter'. This complaint refers to the first subject stent that was used. The subject stent was received in a deployed condition. The stent was deformed along its (returned) length, and the distal end of the subject stent was broken/fractured and was not returned. The middle of the subject stent was also broken/fractured. The subject stent delivery wire (sdw) was significantly kinked/bent near the distal tip, and the distal coil, which is present on the distal side of the distal sdw bumper, was not welded to the bumper. The introducer sheath was noted to be significantly deformed at the distal tip. Based on the event description and the analysis results, one possibility is that the introducer sheath was initially correctly positioned but subsequently moved distally prior to stent transfer out of the introducer sheath, which led to the distal tip opening of the sheath becoming deformed. This distal movement can occur if the rhv vent cap is not sufficiently tightened down on the sheath. In such a case, during transfer of the stent from the sheath into the proximal end of the microcatheter lumen, the stent would become damaged as it passes through the damaged sheath. The user would then experience increased resistance during further attempts to advance the subject stent in the microcatheter lumen. This is the most likely explanation for the damage/observations noted during analysis and the information provided in the event description. However, the level of damage noted to the stent is not normally seen with a sheath that has been advanced too far distally inside an microcatheter hub. It is possible that the stent experienced additional damage post-procedure. An assignable cause of procedural factors has been assigned to the reported event ¿stent difficult/unable to advance or pullback through catheter' and 'stent deployed prematurely during retraction/re-sheathing' and analyzed defect ¿stent deformed¿, ¿stent broken/fractured during use¿, ¿sdw kinked/bent¿, ¿sdw deformed¿, ¿stent introducer sheath distal tip damaged¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure for an anterior communicating artery (acoma) aneurysm, the physician advanced a subject stent through a microcatheter. The subject stent encountered significant resistance upon entering the microcatheter and could not be pushed forward any further. The physician then withdrew the stent from the microcatheter, and the subject stent deployed at the hub of the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event. The subject stent was returned for analysis and the device investigation revealed that the middle part of subject stent was broken/fractured. No clinical consequences were reported to the patient due to this event.